Event description:
On (B)(6) 2013, the pt was implanted in the left upper arm with a 6mm gore acuseal vascular graft. On (B)(6) 2013, the pt developed arterial steal syndrome. A revision was performed at the arterial anastomosis using a 4mm graft.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.